Manufacturer narrative:
Concomitant products used during the procedure: carto xp system, model #: m-4700-01, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); 3. Ez steer ds bi-directional navigational diagnostic/ ablation deflectable tip catheter, model #: d-1260-05-s, lot #.: 15260416m. (B)(4). Catheter was tested and failed the visual inspection test. The catheter is knotted up and cut in two pieces. No more testing could be performed due to the condition of the returned catheter. Catheter seems to be manipulated several times to got knotted up and intentionally cut. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was confirmed. However, this appears to be caused by the manipulation of the catheter and was intentionally cut.

Event description:
It was reported that during a typical right side a-flutter procedure, the halo catheter became tangled onto itself on the distal end forming a knot on the catheter tip. It was mentioned that the physician had rotated and placed the catheter on the isthmus 2-3 times during the case. On the last attempt , it did feel to him like it was not responding to his manipulation, so he asked for a new one and began to remove it. It was during this process of twisting and pulling it out through the ivc that it became twisted and eventually formed a knot. The physician had concluded the mapping and ablation. This event occurred when the physician was checking for block. The catheter could not be safely removed through the sheath. The patient underwent surgery for catheter removal. The patient's fully recovery is expected.